Manufacturer narrative:
(B)(4). Analysis description: final analyis found external insulation abrasion noted at 7.3cm to 7.6cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.

Event description:
It was reported that the ventricular lead exhibited noise, which was reproducible with arm movements. The patient was asymptomatic. The lead was explanted and replaced. The patient was in good condition post procedure.